Manufacturer narrative:
Remains implanted.

Event description:
It was reported that the right ventricular (rv) lead associated with this pacemaker was surgically abandoned due to high, out-of-range pacing impedance measurements. Loss of capture of an unspecified duration was also reported. No adverse patient effects were reported. This device remains in service.